Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a "high" blood glucose level; bg value was not provided. The cause of the high bg was due to the customer not delivering a bolus to cover for the carbohydrate intake. Customer delivered a bolus to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.